Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecyctectomy procedure the device scissored clips. Another like device of the same product code was used to complete the procedure. There were no patient consequences reported.